Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found an internal insulation abrasion breaching the right ventricle cable lumen in one location between the shock coils. External insulation abrasions were noted in multiple locations breaching the right ventricle and superior vena cava cable lumens both proximal to the suture sleeve tie impression consistent with friction to the device can. There was no damage noted on the etfe cable coating or inner lumen in any abrasion zone.

Event description:
This report is to advise of an event observed during analysis.